Event description:
It was reported that during the implant procedure, the physician implanted this lead in patient with persistence of vena cava. When tested with analyzer tip to ring and tip to skin pacing impedance were high, so the physician tried to remove the lead but it was blocked into the target vein, so, for the moment the physician decided to abandon the lead in situ. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).